Manufacturer narrative:
Device not returned.

Event description:
The device overheated during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device overheated during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.